Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube was being used to administer medication for the advanced stage parkinson's disease. Procedure date is (B)(6) 2012. According to the complainant, in (B)(6) 2013, a bezoar was discovered on the jejunal tube. The jejunal tube was removed and replaced on (B)(6) 2013 via a gastroscopy procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.